Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/4/2022. H6 component code: g07002 no device problem found. H3 investigational summary: one opened box with twenty-two packets of product code eh7234h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported in 2210968-2021-13021, 2210968-2021-13022 and 2210968-2021-13023.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the "suture slips out of the needle" during use on the patient or during handling prior use on the patient? Please clarify for each of the 3 involved devices. The suture slipped out o the needle, during the use on the patient procedure name and date? Neurovascular surgery, day of the complaint date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-13021, 2210968-2021-13022.

Event description:
It was reported that a patient underwent an unknown neurovascular surgery on (B)(6), 2021 and suture was used. During the procedure, the suture slipped out of the needle. No adverse patient consequences were reported. Additional information was requested.